Event description:
A falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on a patient sample on advia centaur xpt instrument. Another sample from the same patient was tested on the same day and recovered lower. The discordant result was reported to the physician(s), who questioned the result. On the subsequent day, both samples were reprocessed on an alternate instrument. The repeat results were lower than the discordant result. The repeat result of 2 miu/ml was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total hcg result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report that an elevated total human chorionic gonadotropin (total hcg) result was obtained on a patient sample on an advia centaur xpt instrument. Quality controls (qc) and calibration recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and ran a dispense test on all probes. From the test, the cse determined that aspirate probe 4 was leaking. Subsequently, the cse replaced the aspirate probe and verified calibration for the reagent probe 1 and incubation and ancillary probe. Then, the cse ran a dark count test, primed the instrument, and ran controls, which recovered acceptably. Siemens further investigated the issue and determined sample specific issues and preanalytical variables potentially contributed to the discordant result. System verification indicated acceptable performance following the service visit. No other issues had been reported by the customer since the service visit. The instrument is performing according to specifications. No further evaluation of this device is required.